Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Dfmea (B)(4), revision 9 was reviewed for this investigation. The reported event is addressed in step/item #6.02. Based on this review the risk is within the expected range. Since the lot number for this complaint is unknown, the manufacturing site for pwfx30 can either be juarez or malaysia. Hence both baw8706263 rev 0 and baw2456229 rev 0 was reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer is in rehab and is unsatisfied with product, stating that the urine is "staying in the catheter". However, she reports a physician performed a bladder scan and noted 1000 ml of urine in her bladder. Rn educated pt that system will not pull the urine from her bladder but only collect it as she voids. Because the customer mentioned the wick, rn offered to troubleshoot the system. Customer declined, requested call back on (B)(6) 2025. Rn scheduled call back for 6 p.m. CT and ensured that customer has the new customer support line phone number. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.